Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # t42w41. Investigation summary: the product was returned to ethicon endo-surgery cincinnati for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that two reload batch numbers and two packaging batch numbers were used for the counterfeit product and none of them were legitimate ees batch numbers for these product codes. Design differences - several observations can be made on key design differences between counterfeit and ethicon products. These differences will have a significant negative impact on performance. Staples: none of the counterfeit staples have the preformed bent leg that is present in ethicon staples. This will cause staple formation issues, especially in thick tissue. The corner radius of the counterfeit preform is much larger than the ethicon sample which will make it much more likely that the crown of the staple will buckle during forming causing malformed staples. Sleds: the counterfeit sled ramps have differences in their profile which will cause the staple formation timing to change. Staple formation timing from staple to staple across the rows of the reload can have significant impact on the staple form quality due to the movement of the tissue during firing. The end tips of the counterfeit cartridge are less tapered than the ethicon sled. This geometric difference potentially can have an impact on staple formation during use. Cartridge body: the design of the counterfeit injection mold reload does not properly align the staple pocket within the pocket extensions. This will allow excessive play between the staple legs and the pocket extensions which will have a negative impact on staple formation. Cartridge body to sled detent locking force will be significantly lower for the counterfeit reloads when compared with the ethicon reloads. This makes it more likely that the sled will be bumped out of position during handling and loading into the stapler. This will increase the likelihood that the reload will accidentally lockout and lead to procedure delays. Staple drivers (single and double drivers): the driver ramp geometry for the counterfeits is significantly different than the ethicon reloads which will make it more likely that the staple will not form properly. The counterfeit driver saddles where the staple crowns are supported during staple formation are much lower which means that the staple will not be well supported during formation. Reload pan: the retention bumps on the counterfeit reloads are not as large or as well formed as those on the ethicon reloads. This dramatically reduces the retention force that keeps the reload installed in the instrument and makes it more likely that the reload will fall out inside the patient¿s body cavity. Materials differences: several material differences were noted during the materials analysis that will negatively impact the performance of the counterfeit reloads. The most notable materials differences were found in the sleds and drivers which contained significantly less fiberglass reinforcement. This means that these components will not be as strong or as stiff as the ethicon components. The counterfeit components are more likely to fracture and/or deform during stapling. A component that deforms excessively or fractures could lead to a catastrophic failure during surgery and patient injury or death. The analysis performed determines that the suspect packages are not authentic johnson & johnson/ethicon endo-surgery products.

Manufacturer narrative:
(B)(4). Batch#: unk. Additional information was requested, and the following was obtained: 1. Could you please provide the device lot#/batch#? Product code: gst60w lot number: t42w41. 2. How was the product purchased? Through a private investigator (secret shopper) named k2. 3. Could you please confirm if the vendor is authorized by jnj the vendor is not authorized by jnj. In fact, this seller is known to sell counterfeit ethicon products in mexico. 4. Is there an indication of how the product was distributed? The product is distributed through an unauthorized distributor network. 5. Is there any indication of the source? The product came from rando coral, a known counterfeit seller in mexico 6. Based on the packaging, is there any indication of which market the original genuine product may have come from? This product might have entered the us from mexico, but could have originated in other countries like china. 7. Was the device used on a patient? If so, was there any patient consequence? No, these products were not used on any patients. They were part of a test purchase by our secret shopper. 8. Please provide a picture (if available) pictures and packaging analysis attached. Was it just one lot number? How many product samples acquired were found to be counterfeit? Yes. This had 12 reloads with the same lot number: echelon reload gst60w a000995p01, lot: t42w41, exp: 2026-09-30. Investigation summary: this is an analysis of the photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code: gst60w, lot#: t42w41, exp. Date: 2026-09-30. The t42w41 lot number which is not found in our quality tracking system. Additionally, there are significant differences observed between the suspect packages and the authentic packages/artwork. The lot number and expiration date on the suspect packages do not match any information in our johnson & johnson/ethicon endo-surgery systems. The part number: (a000995p01) listed on the counterfeit product does not match the product code, or the appropriate colors or artwork of an authentic johnson & johnson/ethicon endo-surgery echelon endopath reload. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos reviewed, the counterfeit product is confirmed.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.